Event description:
78 year-old male patient with cardiogenic shock implanted with impella cp. Patient's neurological status was unknown prior to insertion due to assault by son. Patient showed minimal improvement on support, and on day 4, went into asystole. CPR and medications were administered. Family withdrew care. Impella cp to be conservatively coded to asystole, medication required, and death, although impella is unlikely to be a contributing factor due to the cause due to critical nature of patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported asystole could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.